Event description:
Caller reported multiple occlusion alarms, specifically alarm 2 and alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the occlusion events by changing the infusion set and cartridge, then resumed insulin.